Event description:
The facility reported an infusion pump that spontaneously turns itself off. Info regarding whether the reported event occurred during a pt infusion was unk. Although attempts were made by baxter, details regarding additional contact info, pt demographics medication involved, or device programming was not available. The hosp representative stated they have no record of any pt incident involving this pump since the last baxter service event.